Event description:
"Plastic ring broke 3/4 of the way through the procedure." Dr. Needed to complete procedure without ring through incision, patient is doing fine.

Manufacturer narrative:
Product was unavailable to evaluation. Hospital contacted and were told that the product had been thrown away.